Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 962107-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea and abdominal cramps. Concomitant products included doxycycline monohydrate. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/heavy bleeding"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("lower back pain"). In (B)(6) 2012, the patient experienced depression ("depression") and was found to have weight increased ("weight gain"). In 2018, the patient experienced gluten sensitivity ("gluten; soy allergy") and autoimmune thyroiditis ("hashimoto thyroiditis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, vaginal haemorrhage, heavy menstrual bleeding, gluten sensitivity, autoimmune thyroiditis, vaginal infection, depression, dysmenorrhoea, dyspareunia, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, autoimmune thyroiditis, back pain, depression, dysmenorrhoea, dyspareunia, gluten sensitivity, heavy menstrual bleeding, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Essure insertion date provide in pfs : (B)(6) 2012. Discrepancy noted in essure insertion date: (B)(6) 2012. Right: 3 coils, left: 3 coils. Retained date: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Ultrasound scan vagina - in (B)(6) 2012: total bilateral occlusion. Lot number (962107) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2022: pif received. Case became serious incident. Reporter added. Essure removal details (surgery & date) were added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 962107-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea and abdominal cramps. Concomitant products included doxycycline monohydrate. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/heavy bleeding"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("lower back pain"). In (B)(6) 2012, the patient experienced depression ("depression") and was found to have weight increased ("weight gain"). In 2018, the patient experienced gluten sensitivity ("gluten; soy allergy") and autoimmune thyroiditis ("hashimoto thyroiditis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, vaginal haemorrhage, heavy menstrual bleeding, gluten sensitivity, autoimmune thyroiditis, vaginal infection, depression, dysmenorrhoea, dyspareunia, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, autoimmune thyroiditis, back pain, depression, dysmenorrhoea, dyspareunia, gluten sensitivity, heavy menstrual bleeding, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Essure insertion date provide in pfs : (B)(6) 2012. Discrepancy noted in essure insertion date: (B)(6) 2012. Right: 3 coils, left: 3 coils. Retained date: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Ultrasound scan vagina - in (B)(6) 2012: total bilateral occlusion. Lot number (962107) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-mar-2022: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.